Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 417 mm from the terminal pin. Based on the analysis results, the fracture location appears to be under the suture sleeve near the distal end of the suture sleeve tie down site. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a revision took place due to high out of range pace impedances measurements on the left ventricular (lv) lead as well as an increase in pacing thresholds. This lead will be retuned while the device remains implanted. No adverse patient effects were reported.